Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there is no patient involvement.

Event description:
Battery pack issue - battery would not charge. There is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: scooter had a bad battery message on pcu8015. The battery was replaced over 3 years already. Case resolution: I advised scooter to replace battery. Informed scooter pcu8015 battery should be replaced every 2 years and emailed her sb 592 a for battery care information. (B)(4).